Event description:
Silicone breast implants (both ruptured) removed dec 18, 1997. Rptr was in severe pain for yrs prior to the removal. Breasts implanted may 28th, 1985 after severe fibrocystic disease was diagnosed. Fibromyalgia diagnosed-1995 severe pain for yrs.